Manufacturer narrative:
Investigation: two (2) pictures were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps confirms the problem reported by the customer because the coc transmitted was not in agreement with the shipped batch. Incorrect batch number was assigned to this batch in bdm-ps internal system due to an oversight from the operator. This issue is considered as an isolated event. Nevertheless, bdm-ps confirms that expiry date is similar on coc and label, and conform to the specification for the batch 1805122-1 involved in this complaint. Correct coc for the batch 1805122-1 was attached to the interim report.

Event description:
It was reported that incorrect expiration date was found with a ultrasafe x100l pr clear ssl nvs stein. The following information was provided by the initial reporter, "during batch record review of mn:2031984 bn:180522-1 it was noticed that the expire date of coa (2023/09/27) is different to the one which is printed on the sample containing box (2023/12/11). Expire date of sample box label doesn`t comply to expire date on coa."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incorrect expiration date was found with a ultrasafe x100l pr clear ssl nvs stein. The following information was provided by the initial reporter, "during batch record review of mn:2031984 bn:180522-1 it was noticed that the expire date of coa (2023/09/27) is different to the one which is printed on the sample containing box (2023/12/11). Expire date of sample box label doesn`t comply to expire date on coa."